Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated that the right bracket was broke. The caller stated that end user advised that when he sat in the chair, he heard something pop. The caller also stated that when end user checked the chair he notes that the head of the hex bolt had broken which caused damage to side back rest bracket.